Event description:
Break in sterile technique due to equipment, possible of post-op infection: rubberized aperture of lower extremity sheet separated from paper portion of drape during the procedure exposing unsterile tourniquet to sterile field.